Manufacturer narrative:
(B)(4). Date of the event unknown. Additional 510k number k011028 and k013227.

Event description:
It was reported that when they open the implant (tsv6b10) there was no implant inside. They were able to complete the procedure with another implant.

Manufacturer narrative:
One tapered screw vent implant package was returned for inspection. A visual inspection confirmed that the implant and mount were not inside the packaging, nor was the cover screw. The seal of the vial cap was noted to be broken. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were 2 additional related complaints against this lot number. The additional complaints describe missing implants from vials and are considered similar complaints. These similar incidents are noted to be from the same customer and are non- verifiable with the information provided appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7-01/16. Product packaging: all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. The vial was found with the seal broken, and it cannot be confirmed if these were the circumstances the packaging was received by the customer. The complaint is therefore non-verifiable with the information provided. A singular cause cannot be determined. The following sections have been updated: (B)(4).